Manufacturer narrative:
"An attempt to reproduce the reported event using 3.2.2[9047] prod build installed on iphone 8 plus (v14.4) with mmt-1885 pump (software version 6.7v) was conducted and the issue was reproduced. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4) ): agile doc: (B)(4) , version m. Upon thorough investigation, we found that the user is receiving a notification pop-up if a null push notification is received this indicates that the user might not be able to register for push notification and, consequently might not receive any notification. The popup also provides troubleshooting steps to resolve the user simply needs to restart the app as indicated by the pop-up message. Note that the app displays this pop-up only once. The esf number that corresponds to the reported issue is 5119493. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: â¿¨. Restart the app. The issue will be resolved in the upcoming cp application release/s. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carelink connect app does not gave alerts. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed, parent had installed "112" emergency app and after that phone app informed it cant gave notifications to parents phone. The issue was unresolved and it got escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.